Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Based on the image, it was confirmed there was a broken cable on this needle driver. However, it cannot be determined which cable was broken. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the mega suturecut needle driver (nd) instrument wire was out of order. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed when the issue occurred was suturing. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment falling inside of the patient anatomy. Patient demographics were not provided.